Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18118. The pt reported, he is experiencing ineffective stimulation and desires to have his scs system explanted. The pt indicated reprogramming efforts were unsuccessful. The pt was advised to consult with this physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.